Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the service centre visually inspected the device and found evidence of foam degradation and foam particles were visible. In addition to the above findings, an error code related to the pcu was found and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Manufacturer narrative:
The manufacturer received information, that patient confirmed there was no visualization of particles related to a CPAP device. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of no foam degradation. During the evaluation, foam particles were not observed. The device was scrapped. Additional findings included error codes were present in the error log. There was no information about product returned date and time. The manufacturer is submitting a non-reportable report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This MDR file 2518422-2023-36756 was not reportable as the basis of information. In box b, box g and box h sections was updated/corrected.